Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 at quick release. Infusion set was used for 1 day. Blood glucose level was displayed high at the time of the event. Therefore, patient took bolus manual injection via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007824 in question was manufactured at the reynosa site. The reference samples for the lot 6007824 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 30/mar/2025. All test results were found within specifications as per the test report complaint (B)(4) test report.pdf attached in this record. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Functional air leak test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6007824 was packaged according to the wi version 79 on the packing process in the machine multivac 12, on 28/jun/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4f01832 was manufactured according to the wi version 42 manufactured in the machine pegado 05 and pegado 08, on 21-jun-2024, with a total of (B)(4) units. The lot 4f03167 was manufactured according to the wi version 42 manufactured in the machine pegado 04 and pegado 08, on 25-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007824 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related leak in tubing, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.